Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the dexcom user guide: taking higher than the maximum dose of acetaminophen (e.g. > 1 gram every 6 hours in adults) may affect the g6 readings.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, a second cgm bg reading was 160 mg/dl and the meter bg reading was 50 mg/dl. The customer reported a low bg of 50 mg/dl and took sugar pills in order to address the low. No additional patient or event information was available. Reportedly, the customer took over 1,000 mg of acetaminophen which is known to affect the system's performance. A replacement sensor was sent to the customer.